Event description:
Additional information indicates the patient had their ipg explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's pain returned due to the ipg reaching end of service. Surgical intervention may take place at a later date to address the issue.